Event description:
The customer had high blood gluocse in several occassions even after the infusion sets were changed. The customer stated that high blood glucose only came down with manual injections.